Event description:
It was reported that there were low out of range impedance values. The low impedance of 139 ohms on pair2-3 was showing ¿high¿ current on the clinician programmer. The patient was programmed at 2-3+ and was last seen by their healthcare professional on (B)(6) 2014 at which time they had been having more increased behavior issues but impedances were within normal range. Voltage was increased from 6v to 7v at the visit and the patient had been doing much better since in terms of behavior symptoms. Patient¿s typical electrode impedance had been in between 500 and 600 previously with pair 2-3 at about 660 ohms. Impedance values on the date of this report were c/2-483, c/3-486, 2/3-138; c/0 and c/1 were higher impedance than c/2 and c/3. It was noted that the patient had received the deep brain stimulator for a traumatic brain injury, the therapy was used to treat hyper sexuality related to a brain injury. The cause of the impedance issue was not determined. X-rays were taken but no lead fractures were noted. The patient was coming back in the week of (B)(6) 2014 to be rechecked/assessed and they would likely reprogram. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3391s-40, lot# v395403, implanted: (B)(6) 2011, product type: lead; product ID 37651, serial# (B)(4), product type: recharger; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).